Manufacturer narrative:
(B)(4). This lot was manufactured between february 18, 2013 and february 19, 2013. Evaluation summary: baxter received the sample for evaluation without the original packaging. Visual inspection on the unit via the naked eye was performed and noted that the blue winged luer cap had separated from its distal luer lock. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of an intermate elastomeric device had become separated from the distal end of the device. It is unknown whether or not this observation was made during patient use, though no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.